Manufacturer narrative:
Intuitive surgical, inc. (Isi) received two dvds from the site. One dvd is labeled as ¿laparoskopie 17.01.2019¿ and the other dvd is labeled as ¿laparoskopie 11.01.2019.¿ it is unclear, however, if the individual videos on each dvd are specifically associated with the reported event involved with this complaint. An isi clinical engineer reviewed each dvd and provided the following analysis: on the dvd labeled ¿laparoskopie 17.01.2019,¿ stapling with a da vinci stapler instrument was not observed. On the other hand, bowel was observed with the anvil of a circular stapler instrument (a 3rd party device) being placed deep in the pelvis. On the dvd labeled ¿laparoskopie 11.01.2019,¿ transection of distal rectum in the deep pelvis was observed with a stapler 45 instrument. Furthermore, bowel was observed with the anvil of a circular stapler instrument being placed in the deep pelvis. There were no da vinci on-screen indicators on the video. Although multiple clamping attempts per fire were observed, the clinical engineer could not verify if proper troubleshooting recommendations were followed. Additionally, the clinical engineer noted that it was difficult to evaluate the stapler 45 lines for seepage and there was a lot of moisture in the surgical field.

Manufacturer narrative:
Based on the current information provided, the root cause of the post-operative complication cannot be determined. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. The date the da vinci-assisted surgical procedure was performed is unknown. Isi has attempted to contact the surgeon and site to obtain additional information regarding the reported event. However, as of the date of this report, no additional information has been provided obtained. A follow-up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion: after undergoing a da vinci-assisted lar procedure, the patient experienced a post-operative leak. However, the root cause of the post-operative complication is unknown. It is unclear what medical intervention, if any, was administered due to the post-operative leak. There is no allegation that a malfunction of the da vinci surgical system occurred.

Event description:
It was reported that after undergoing a da vinci-assisted low anterior resection (lar) procedure, the patient experienced post-operative leakage. The procedure was performed using a stapler 45 instrument. No malfunctions of the stapler 45 instrument or reloads have been alleged at this time. On february 5, 2019, intuitive surgical, inc. (Isi) obtained the following additional information from the isi clinical sales representative (csr) regarding this event: the procedure was completed robotically. No issues were reported to have occurred during the procedure.